Event description:
It was reported that the video system center connection was lost and was unable to display the video feed or capture images. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.